Event description:
It was reported that high peep alarms occurred. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). The investigation has been completed. No parts were returned. The field service engineer could not reproduce the reported issue at the customer site. However, the pressure transducer sub-test failed during pre-use check. Fse replaced a pressure transducer which resolved that problem, pre-use check passed, but it cannot be confirmed that the faulty pressure transducer was the cause for the reported high positive end expiratory pressure (peep) alarm. The device logs confirm the reported issue on (B)(6) 2017, date of event is update accordingly. The root cause for the reported issue could not be determined.

Event description:
(B)(4).